Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported that when the protective sheath was removed from the 3.50 x 18 mm xience alpine stent delivery system (sds) the stent dislodged from the balloon. There was no prior prep performed and no resistance felt during mandrel and sheath removal. The xience alpine sds was not used in the procedure. There was no patient involvement. The procedure was continued with the successful placement of a new xience alpine stent. There was no reported clinically significant delay in the procedure.